Event description:
Prior to the surgical procedure, the programmer displayed a low battery warning when it communicated with the ipg (out of the box). The ipg was implanted and it was recommended the patient charge the device as soon as possible. Attempts to gather additional information were unsuccessful. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.